Event description:
It was reported by the customer that a pyxis anesthesia system had a drawer issue. The customer stated that the drawer will not lock. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer issue. The field service engineer stated that the magnetic position strip is damaged drawer not registered closed replaced the half height matrix drawer. The system functioned as intended after the field service engineer troubleshot the device.